Event description:
Customer reported that, the external collar of the on/off key switch was broken on the css console backup controller. The backup controller on/off key switch was repaired onsite by a syncardia clinical support representative. There was no pt impact. This alleged failure mode poses no risk to the pt, as the backup controller is a redundant system within the console. The console will be returned to syncardia for a failure investigation when the device is no longer supporting the pt.